Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function.   Functional test performed. Electrical safety test according to iec 60601-1 completed. Hipot test completed. Functional test according to test procedure completed. Defective o-rings replaced. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. "Tornado": preventive replacement of o-rings performed according to (B)(4). Unit modified according to guideline of manufacturer . Unit safety test (iec60601-1/din en 62353) performed according to manufacturer's final test procedure with reference accessories. Further information regarding the cause of the defect has been provided in the input check report to help determine a root cause for this failure. When there is a short circuit in the motor cable, the motor may not run smoothly therefore is a potential root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05-19-2015 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05-19-2015 and passed all functional testing before being returned to the customer. No further investigation is required.

Event description:
It was reported by the affiliate in (B)(4) that post-surgery to an unspecified surgical procedure, it was observed that the motor on the 8022 hand pc tornado shaver -ns device was jammed. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.